Event description:
It was reported that shortly following the pump implant the patient developed an infection. The patient was given a pic line and was administered antibiotics each morning and also had been receiving oral medications once fever had subsided. The new pump was a bigger size and the caller stated that there was a bulge bigger in the patient now and is right at his beltline. The caller was not pleased that she was not consulted as the patient was somewhat sedated when talked to. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was later reported that the pump was prophylactically explanted on (B)(6) 2013 due to the infection. No patient symptoms were reported. Patient outcome was reported as no injury. The device system delivered hydromorphone and clonidine.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.